Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an arrhythmia, long pauses resulting in dizziness and syncope. It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The device was reprogrammed and replacement is planned in the future. No further patient complications have been reported as a result of this event.